Manufacturer narrative:
Model number/catalog number: sc-2317-50, (B)(4), model/catalog description: infinion cx lead kit, 50cm. Model number/catalog number: sc-1160, (B)(4), model/catalog description: spectra wavewriter ipg kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the midline incision site. It was noted that the patients midline incision had dehiscence and a small loop of a lead was visible. It was also noted that the site had purulent drainage. The patient was placed on antibiotics and sutures were placed in the incision to secure the loop of lead. The patient will undergo an explant procedure.